Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a low dose rate. Pfn failure - modulator sourced ignition.

Manufacturer narrative:
H11 updated: the customer reported a low dose rate. Pfn failure - modulator sourced ignition. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On the morning of (B)(6) 2025 around 10:00, during routine clinical use, a patient reported noticing a burning smell. Shortly after this, the machine began registering abnormal beam terminations. A pattern of low dose rate failures was observed, beginning mid-morning and escalating throughout the day. Despite these early indicators, treatment continued, the 3rd party service provider was notified. As the day progressed, the frequency and severity of these abnormal terminations increased, eventually reaching a point where the machine could no longer deliver dose effectively. At 14:14, with multiple consecutive terminations resulting in zero delivered dose, treatment was stopped. The doctors could see burning in the back part of the system and the hospital fire team were notified. The patient was removed from the room and no one was harmed. Abnormal low dose terminations that have been seen are key indicators of a deteriorating pulse forming network and can be seen in the log files, up to and including 24 april 2025, peaking at 58 abnormal terminations on that day. This incident was a result of a hardware fault on a sub-assembly contained within the modulator assembly. The hardware has safety features in place (fuses, current/voltage control etc) to reduce the likelihood of an electrical fault resulting in a fire. The pulse forming network (p.f.n) is a component of the rf modulator that can deteriorate and eventually fail, leading to machine damage. The modulator is an enclosed assembly, so the fire remained contained. The components within the elekta linac are either constructed in materials which comply to ul94 or of metal. Elekta are aware of instances of a p.f.n failure mode which is associated with machines exceeding "normal use" as defined within the emla instructions for use - 1550343_03, section 1.1.3. The probability of failure increases with machine use. The total number of ht hours, the length of time the beam is on per any given period (duty cycle) and age are believed to increase the probability of failure. An fco (200-06-103-099) has been produced for service engineers to ensure a more robust inspection method by removal of the pfn from the rf modulator and this machine was part of the scope. There is no automatic replacement of the pfn, as it will only be replaced if it fails inspection. The pfn inspection will be applied in addition to the preventative maintenance tasks performed every 6 months. The machine was not in an elekta service contract. This machine has not had a service contract with elekta since 2016 and has been serviced by a third party.